Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.